Manufacturer narrative:
Initial.

Event description:
It was reported that the user received recurring scan error alerts while using a freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet system, experienced intermittent communication between the sensor and phone, and subsequently deleted the paired app while attempting troubleshooting, after which they were unable to locate the app store to reinstall; manual blood glucose entry into ilet was used as an interim measure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure associated with the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.